Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -06.50/+2.5/089 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting and lens rotation the lens was exchanged for a longer lens and the problem was resolved. The cause of the event was due to small diameter icl caused low vaulting and toric icl rotation.